Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - a visual and microscopic examination of the device found the device was returned with the stent dislodged from the stent delivery system. The stent was resting 2mm distal to the distal markerband. The proximal end of the stent was misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The outer diameter (od) of the stent damage was measured to be approximately 1.48mm. The od of the stent area where no damage was present was measured at approximately 1.03mm. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Mandrel resistance was encountered due to the presence of solidified blood within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, the stent was unable to cross a previously stented location. Access was obtained through the femoral artery. The 90% stenosed, de novo, eccentric, 2.2x10mm lesion containing a >45° to <90° bend being treated was located in the severely tortuous and moderately calcified distal left anterior descending (lad) artery. The lesion was not predilated. The 2.25x12mm taxus liberte stent was advanced however it was unable to cross the lesion. The physician attempted to place a 2.25x12 non-bsc stent, but was unsuccessful. The procedure was completed with a 2.5x13mm non-bsc stent. No patient complications were reported and the patient's status is stable. However, the returned product analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.